Manufacturer narrative:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring a pericardiocentesis. Pulmonary vein isolation (pvi), roof line was created. When reconduction was confirmed by administration of antitachycardia pacing (atp), blood pressure remained decreased and did not recover. Echocardiography confirmed pericardial effusion, drainage showed vital sign recovery, and the patient was discharged from the hospital. Vital signs resolved with drainage. The device evaluation was completed on 2-aug-2021. Visual analysis of the returned product revealed that no damage or anomalies were observed on the thermocool® smart touch® sf bi-directional navigation catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30509607m number, and no internal action related to the complaint was found during the review. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the product that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation on (B)(6)2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring a pericardiocentesis. Pulmonary vein isolation (pvi), roof line was created. When reconduction was confirmed by administration of antitachycardia pacing (atp), blood pressure remained decreased and did not recover. Echocardiography confirmed pericardial effusion, drainage showed vital sign recovery, and the patient was discharged from the hospital. Vital signs resolved with drainage. The physician commented that the relationship with the product was not specifically mentioned. There is a comment that more attention may be needed because it occurred before in patients with high blood pressure. Additional information was received, and it was reported that the physician's opinion on the cause of the adverse event is that it was patient condition related. The patient was reported to have fully recovered.